Manufacturer narrative:
Date of event corrected to (B)(6) 2014. Implant date corrected to (B)(6) 2014. Explant date corrected to (B)(6) 2014. All pertinent information available to manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed. Visual inspection revealed that the lens was received in two pieces with one haptic detached and missing. The condition of the returned lens could be related to the lens handled during explant process and/or handling during attempt to insertion process. Visual inspection also revealed surface residuals (fiber/particles) on the lens compatible with the handling the lens in a non-sterile environment. No cosmetic defects related to manufacturing were found in the returned lens. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that while inserting an intraocular lens (iol) in the left eye of a patient, the ''hook'' on end of cartridge caused a tear into the capsule, requiring the physician to remove and replace the lens in the same procedure due to ''a sharp piece of plastic off the bottom''. In addition, vitrectomy was performed and the incision was enlarged. The iol was replaced with an anterior chamber lens. The patient was noted to be doing well. No further information has been provided. A separate MDR is being submitted for the unfolder cartridge.